Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9077632. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The devices were wiped with an alcohol disinfectant the scale was erased. Based on this information our investigators determined that the most likely root cause for this event was the application of the disinfectant to the device.

Event description:
It was reported that the scale markings on the bd durasafe plus¿ epidural lock cse needle set were "erased" during the lumbar puncture when coming into contact with anei iodine. The following information was provided by the initial reporter, translated from chinese to english: "feedback from the head nurse of hemodialysis center during lumbar puncture: when the epidural catheter was placed, the scale on the epidural catheter when the catheter came into contact with anel iodine (disinfectant) was erased, affecting the clinical judgment of the depth of epidural catheter placement; since the epidural catheter had already entered the patient at that time, the catheter was not pulled out clinically, but continued to be used."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings on the bd durasafe plus¿ epidural lock cse needle set were "erased" during the lumbar puncture when coming into contact with anei iodine. The following information was provided by the initial reporter, translated from (B)(6) to english: "feedback from the head nurse of hemodialysis center during lumbar puncture: when the epidural catheter was placed, the scale on the epidural catheter when the catheter came into contact with anel iodine (disinfectant) was erased, affecting the clinical judgment of the depth of epidural catheter placement; since the epidural catheter had already entered the patient at that time, the catheter was not pulled out clinically, but continued to be used."